Event description:
It was reported that a right atrial (ra) lead was explanted due to high pacing threshold, dislodgement and fracture proximal to the header. It was also observed that there was a lot of noise, impedance over 3k and no capture. There was an attempt made to reattach the lead but only noise could be observed with no capture. Ra lead was successfully replaced with new lead. Patient experienced discomfort, pain and overstimulation of tissues. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Melt marks in the outer insulation were observed, likely due to explant electro-cautery damage. The outer coil conductor resistance measured as an electrical open, indicating an outer coil melted-open or broken conductor due to the induced damage. No other conductor abnormalities were found. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities other than induced damage during explant. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that a right atrial (ra) lead was explanted due to high pacing threshold and fracture proximal to the header. It was also observed that there was a lot of noise, impedance over 3000 ohms and no capture. There was an attempt made to reattach the lead but only noise could be observed with no capture. Ra lead was successfully replaced with new lead. Patient experienced discomfort, pain and overstimulation of tissues. No additional adverse patient effects were reported.